Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. The hp was treated with cefepime, 1 gm, ip daily. The cause of peritonitis was reported to be due to constipation. The hp was reported to be recovering. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was undetermined. A batch review of suspect lots was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).